Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Ecn event description: I was notified that the device was being changed out due to safety mode. They reported no patient complications. However, they also noted a 4.5-second pause on telemetry and a fall overnight (no harm to the patient). They did not believe the device was responsible for the fall and reported that they were unsure of the timing of the pauses and the fall. Date of implant (B)(6) 2013. What troubleshooting steps took place? What troubleshooting steps, if any, resolved the issue? Generator change. What is the next course of action? None. Patient present at time of event? Yes. Patient complications: no patient complications. Device acquired from a distributor? No.